Event description:
No additional information was provided.

Manufacturer narrative:
Pr (B)(4) - supplemental MDR - plunger rod broken/ damaged. Two photos were provided to our quality team for investigation. The first photo shows a section of a barrel and part of a plunger rod, which exhibits severe damage in the rib area. The second photo provides a view of the barrel's interior, shows the upper part of a broken plunger rod stuck inside the barrel. Based on the verbatim, the defect could not be confirmed to have originated at the manufacturing plant. Therefore, a potential root cause could not be defined, and corrective actions are not necessary. Furthermore, a device history record review was completed for provided lot number 4311198. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll bns plunger rod was broken / damaged. The following information was provided by the initial reporter: unknown. Detailed incident description: syringe snapped in use. Additional information provided: the lot is 4311198, the images attached, and the issue occurred 30/01/2025. There is no sample to return. Yes, it was being used but there were no consequences for the patient or the user.